Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during infusion with cadd legacy pump, pump experienced "no disposable pump won't run". Cassette was removed and troubleshooting was done but could not resolve. Pump was powered off before infusion complete. The pump was under delivery. Medication or therapy being infused was 5fu (5 fluorouracil). There was patient involvement and no harm.